Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.

Event description:
It was reported that 4 autopulse resuscitation system's batteries had a power level of less that 1300 watts. No adverse event reported. Battery sn (B)(4), MFR report# 3003793491-2013-00311, battery sn (B)(4), MFR report# 3003793491-2013-00312, battery sn (B)(4), MFR report# 3003793491-2013-00313, battery sn (B)(4), MFR report# 3003793491-2013-00314.